Event description:
It was reported that a revision surgery from the right hip was performed due to metallosis, pseudo-tumor formation, and adverse tissue reaction.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Although there is corrosion of the trunnion and black viscous joint fluid consistent with findings associated with trunnionosis, the root cause cannot be determined nor can it be concluded that the clinical reactions are associated with a mal-performance of the implant. The impact beyond the revision cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: age or date of birth, relevant tests/laboratory data, other relevant history, brand name, concomitant medical products and device manufacture date.